Event description:
The customer reported having low battery alarms after using the battery for twenty four hours. Troubleshooting was performed. Reviewed the alarm history and found multiple battery alarms. The customer mentioned using the homelite alkaline batteries. Advised the customer on expected battery life for energizer alkaline. During the call the customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 888mg/dl. It was stated that the events leading to her admission was nausea, vomiting, grouchy and headache. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.